Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. It was stated that the customer gave herself too much insulin for a cookie that she ate the night before the event. Advised the doctor to have the customer call back for troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.